Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's daughter reported the patient's cycler was draining only 70% and moving forward to the next fill on every cycle causing the patient to overfill. The incomplete drains caused the patient difficulty breathing and discomfort. The reporter also noted about three hours after treatment completion the patient manually drains approximately 3,000ml - 4,500ml of additional fluid. The additional manual drain resulted in an increased intraperitoneal volume of 180% over of the prescribed fill volume. Follow-up with the peritoneal dialysis registered nurse (pdrn) confirmed the patient has a recent history of constipation which caused resulted in drain issues and the subsequent overfill. The pdrn stated patient's constipation and overfill have resolved on its own and the patient continuous cycler-assisted peritoneal dialysis (ccpd) treatments; thus no treatments were missed.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint was not confirmed. The cycler was visually examined and no defects were found. There were indications of dried fluid within the cassette compartment underneath the mushroom heads. There are no burrs or sharps inside the cassette door that may have punctured a cassette membrane. Simulated testing was performed and passed all tests. The delivered fill volumes were within the tolerance for this device. There were no fluid leaks in the test cassette during the treatment test. Other component tests were performed and passed as expected. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.